Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) presented to the emergency room after receiving multiple shocks. A device evaluation was completed, and it was determined that the patient had supraventricular tachycardia (svt), and that the anti-tachycardia pacing (atp) and shock therapies were exhausted. Reprogramming was done to attempt to prevent the issue in the future. It was noted that the patient was fine, and no adverse patient effects were reported

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.